Event description:
It was reported that intermittently, a cartridge alarm occurred with consecutive cartridges during insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.